Event description:
It was reported that the patient had been experiencing pain since his bilateral hip surgery. Patient states that he had mild pain at the beginning that progressively got worse with time. Pain is currently along both hips and down the leg. Patient has difficulty walking and laying down. Patient states that pain is now excruciating. Patient has had multiple x-rays and CT-scans and states that a recent CT scan showed that the bone is sitting on the nerve.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker left hip. It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update: as per physician's order sheet, it was reported that "heterotopic ossification removal, possible hardware removal left hip."